Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a roller pump, used for suction, stopped while in use. The pump was power-cycled several times without resolution to the problem. The pump was changed out and the case continued. There was no report of patient injury. The roller pump has been returned to sorin group (B)(4) for investigation, which is on going. A follow-up report will be filed when the investigation is complete and results are available. Sorin group (B)(4) was notified that the applicable competent authority was notified of this event. This report is filed in response to that notification.

Event description:
Sorin group (B)(4) received a report that a roller pump, used for suction, stopped while in use. The pump was power-cycled several times without resolution to the problem. The pump was changed out and the case continued. There was no report of patient injury.